Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of central atrial septal defect (foramen ovale type), deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical study patient injected with juvéderm® voluma® with lidocaine in the temples (2mls into the right and 2mls into the left). About two weeks after the intial injection, patient would experienced a headache that resolved the next day that was deemed not related to the device. No treatment was needed. About two weeks after the headache resolution, the patient would received a second injection of 2mls of juvéderm® voluma® with lidocaine into the left temple. Patient was admitted to the hospital approximately one month after the second injection for a recuring headache that had lasted for six months at that time and patent foramen ovale found a week prior. Admission diagnosis noted "central atrial septal defect (foramen ovale type)," deemed not related to the device. The next day, patient had a surgical procedure (foramen ovale closure) performed with symptomatic support treatment and postoperative care. Patient was treated with injections of 5% glucose, socidum chloride, heparin sodium, lidocaine hydrochlotide, oxacillin sodium, enoxaparin sodium, and arixtra. After treatment, the headache was significantly improved and no obvious residual shunt was found after closure or patent fora ovale. Patient was discharged four days after the operation with prescribed spironolactone (20 mg) for approximately a month. Per discharge diagnosis noted the non-device related events of "headache; central atrial septal defect (foramen ovale type); pericardial effusion; and a small amount of tricuspid regurgitation." It was noted the patient was in good condition without a fever or cough. Physical exam noted vital signs were stable, the breath sounds of both lungs were ok, the heart sounds were ok, the rhythm was neat, and the abdomen was soft. There was no oozing blood at the puncture site and no surrounding hematoma. The discharge recommended oral medication, rest at home and intensive nutrition to the patient. Events resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00195 (allergan complaint (B)(4)). This MDR is being submitted for the first injection of the product juvéderm® voluma® with lidocaine.